Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the user intended to use the device to resolve a heavy active bleed. However, the injection gold probe would not cauterize the target vessel, located just superior to the pylorus. No damage was noted to the device, or its packaging. Another injection gold probe device was used along with the same generator and adaptor cable to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.